Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt displayed service code 204 (belt/monitor unusable). The cause for the failure was isolated to a defective solder bridge of the u713 component on the distribution node pca. The root cause for the defective u713 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).